Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010. During the procedure, the motor drive unit was making a grinding noise. A second motor drive unit was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): damage to drive connector or coupling. Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.